Event description:
As reported from our affiliates in france, during a transcatheter aortic valve replacement case with a 23mm sapien 3 valve by transfemoral approach, the valve was deployed too ventricular, resulting in a paravalvular leak. It was decided to implant a second valve. Result was good with no leak and no consequence for the patient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Type of investigation, investigation findings investigation conclusions the device was not returned for evaluation. The complaints for malpositioned valve and deployed valve exhibiting paravalvular leak were unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "during procedure, the valve was deployed too ventricular, resulting in a paravalvular leak. It was decided to implant a second valve." Per training manual, the center marker is to be referenced during valve deployment (bottom of center marker placed at base of cusps) in order to achieve optimal thv position of 70/30 to 80/20 (aortic/ventricular). In this case, it is possible that the thv ended up too ventricular as a result of procedural factors (valve positioning and deployment technique). However, a definitive root cause was unable to be determined at this time. Due to the malpositioned thv, wherein the valve was deployed too verticular, it is likely that the pvl skirt was unable to properly seal against the annulus such that this led to paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.